Event description:
It was reported that the procedure was to treat a femoropopliteal artery. A bare wire guide 315cm (not the barewire that came with the nav6 device) was advanced to the target lesion and then an emboshield nav6 filter was advanced as well to perform the procedure without issue. When attempting to remove the emboshield, resistance was met with the barewire 315cm. Both devices were removed altogether as a single unit. The procedure was successfully completed with a drug-filled balloon and stent. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional barewire device referenced in event and concomitant medical products is filed under separate medwatch report number.